Event description:
Tibial tray was revised to correct 6 degrees varus alignment of the knee. No product malfunction was asserted.

Manufacturer narrative:
Custom implant wedge spacer was designed to correct 6 degrees varus aligment. No product malfunction for device was indicated.